Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided, age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, catalog number and lot number unknown / not provided, first name and email address unknown / not provided. PMA/510 (k) number unknown / not provided. Product not returned.

Event description:
It was reported that the driver did not engage the implant during transfer, causing the implant to be dropped.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b4: (B)(6) 2019. B5: no new information to report. G4: 13 nov 2019. G7: follow up. H1: malfunction. H2: additional information, device evaluation. H6: method, results, conclusion. H10: manufacturer narrative. The reported device was not returned for evaluation. The reported condition of a fractured implant was confirmed using images returned by the customer. The implant is confirmed to be fractured at the collar. A device history record (DHR) could not be completed as the device lot number is unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review could not be performed as the item and lot of the device are unknown. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.